Manufacturer narrative:
(B)(4). Date sent: 1/27/2017. Batch # n5668g. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify what was meant by, the device did not work? It didn¿t cut the bowel. Can you clarify what is meant by ¿there were staples left on the bowel.¿? When first tried to fire the stapler, it wouldn¿t fire and the staples were not into the tissue but lying on the tissue straight but not curled up like when fired. Did the device deliver any staples into the tissue? Not that stapler and that particular cartridge. If yes, were the staples formed properly? No the loose staples on the bowel were not formed properly. If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the procedure completed? Opened another echelon 60 stapler and cartridge.

Event description:
It was reported by the customer that during a laparoscopic bowel resection, after firing the device on the bowel, it did not work and there were staples left on the bowel. No further information is known at this time. There was no report of adverse consequence to the patient.